Event description:
Pt's daughter reported three separate incidents, similar in nature, the tubing of 12ft extension was detected leaking and falling apart. "The tubing was twisted and sprung a leak on the side that's connected to the pt; it appears like the plastic is melted together and the line at the last twist was very thin." No add'l info is available at this time.